Event description:
Pt was confused and staff set the stryker s3 bed with a bed exit alarm in zone 2 and set the ibed awareness. The pt was observed to sit up and scoot to the edge of the bed and then to stand up suddenly and fall to the floor. The bed exit (chaperone) did not alarm / sound at any time during the pt's movement. The alarm had sounded prior to this and after. The pt sustained a subdural hemorrhage which required surgical intervention. The pt did not regain consciousness and the family opted to remove life support on (B)(6) 2019. The pt had further neurological decline the next 5 hours and repeat CT scan showed evolving and expanding head bleed with midline shift. Pt to the ed (B)(6) with signs of trauma to her left side of her face / head and neck. CT at this time did not show acute injury, bleed or mass effect. CT after this fall showed small 3 mm bleed. FDA safety report ID# (B)(4).